Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physical was unable to achieve a good current of injury between the lead tip and the muscle tissue. The lead was replaced after several attempts were unsuccessful. The patient is well and was unaffected by the event.